Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. While removing the appendix, the devices were unable to be fired. The handle was unable to be squeezed. The case was completed using a new device. No patient injury.